Manufacturer narrative:
The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the sample was performed and no anomalies were noted. The sample was then tested for its gas transfer performance. Bovine blood was circulated under the following conditions: @v/q=1, fio2=100% and the flow rate of 6l/min. And 4l/min. Result: o2 transfer: @6l/min.=385ml/min. @4l/min.=276ml/min. Co2 removal: @6l/min.=308ml/min. @4l/min.=222ml/min. There were no anomalies with the gas transfer performance. The obtained values met factory specifications; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 25, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed. No known impact or consequence to patient. Unknown if the product was changed out. Procedure was completed successfully.